Event description:
The customer's mother reported that the down button was stuck and the act button was not responding and then the insulin pump alarmed button error. The blood glucose reading was 221 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No stuck buttons or numbers scrolling or ramping up noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube and missing end cap sticker.